Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had blood glucose levels in the 400s mg/dl. The customer received multiple no delivery alarms and a button error alarm from her insulin pump. The customer also stated her insulin pump had a crack on the screen. Standard troubleshooting was performed. The customer stated her reservoir was low on insulin when the no delivery alarms occurred. The customer also stated she put something heavy on the insulin pump which held down the buttons. The damage to the insulin pump was caused when the customer hit it against a corner. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product is not being returned. Nothing further was reported.